Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with nausea and vomiting. The reported blood glucose reading at the time of the call was 378 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the lead screw test. During the high pressure test, the nurse notice that insulin was leaking from the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2010-80748 for the hospitalization on the insulin pump.